Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced exit block and the physician questioned whether this was related to a lead problem. The lead was explanted and replaced one month post implant. It was also reported that the lead was implanted after the use-before date. No further patient complications have been reported as a result of this event.